Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was 114 mg/dl. Customer continued to use pump for insulin therapy and when battery depleted reverted to using manual insulin injections.